Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker exhibited atrial and ventricular noise over-sensing. False mode switch and high ventricular rate episodes were noted. Pacing inhibition was also noted with no consequences to the patient. It was alleged that the noise over-sensing was due to an anomaly with the pacemaker header. No intervention was performed. The patient was stable.